Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge during the load sequence. The customer reverted to an alternate method in insulin therapy. Customer¿s blood glucose level was not impacted.